Event description:
The customer reported when moving the patient from the bed to the shower, the ventilator alarmed and shut down while functioning on the backup battery. The customer reported there was no patient harm. The manufacturers field service engineer reported the backup battery was depleted. Review of the ventilator's log history noted several occurrences of the backup battery depleted during operation. If the backup battery depletes during usage, the ventilator will shut down and an audible power fail alarm will activate. Per the device operators manual, when the ventilator is powered by the backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. Proper care, maintenance and testing should be performed when using battery power sources. The service engineer replaced the backup battery to address the finding. Final testing was completed to operating specifications.